Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had not been feeling well for a couple months and has been lightheaded and their activity level has been low. It was also noted that the patient's heart rate gets down into the thirties and forties but when checking the cardiac resynchronization therapy defibrillator (crt-d) it shows that their heart rate was not falling below sixty. The device is still in use. No further patient complications have been reported as a result of this event.